Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949-65 implantable tachy lead, (B)(6) 2006; 5076-52 implantable pacing lead, (B)(6) 2006; 4194-78 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that there may be early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.